Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded that the charger has been returned, because the micro usb interface has broken down, causing the device to become hot. The charger and cable shows visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purely a breakdown of the micro usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well-known and used standard but can mechanically break down. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: the devices were manufactured to accepted specifications. This incident had potential to cause serious harm if the end user had not intervened and put out the fire; however, the end user successfully put out the fire and no harm was caused. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Based on the above information the case is still considered reportable as the event / incident did lead to, or might have led to, death or a serious injury if it recurred. This case is considered as a single incident and will be included in regular trending. No actions have been initiated based on this individual event. This case is considered as a single incident and will be included in regular trending. No actions have been initiated based on this individual event. Please note this is a late case.

Event description:
Patient found charger on fire while charging hearing aids. The patient unplugged the charger and was able to blow out the flame. No outside factors had been changed, the patient did the same thing always done when charging the devices. There was no harm to the patient and no contact to an authorized medical practioner. The original device accessories were used.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded that the charger has been returned, because the micro usb interface has broken down, causing the device to become hot. The charger and cable shows visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purely a breakdown of the micro usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well-known and used standard but can mechanically break down. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: the devices were manufactured to accepted specifications. This incident had potential to cause serious harm if the end user had not intervened and put out the fire; however, the end user successfully put out the fire and no harm was caused. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Based on the above information the case is still considered reportable as the event / incident did lead to, or might have led to, death or a serious injury if it recurred. 15may2023_followup: r&d investigations conclusion: no residue accumulation such as soot or smoke accumulation on the charger surfaces was observed. Open fires tend to develop soot and smoke which are moving upward and accumulate on the near visible surfaces. Mouth part of the plastic housing is symmetrical - in open fire cases, often asymmetrical deformations depending on fire initiation and progress would be expected. It is concluded that there was no objective evidence of fire. Signs of mechanical damage together with fiber and dust-like contamination of the device was observed. This has led to the failure resulting in a heated micro-usb connector. Clinical evaluation of the event: it has been reported that charger was on fire while charging hearing aids. User unplugged charger and was able to blow out the flame and the cord melted to charger. Original accessories have been used. Both hearing aids were in the charger when the incident happened. No personal harm or property damage reported. The chargers have been tested according to applicable safety standards. In case of moisture, sweat or dirt in the connector, there can be high temperatures inside the connector due to power dissipation when connected to the charger plug. The temperature development caused by a defective connector can only lead to softening/melting of some of the materials around the usb-c entrance, such as the casing, the frame, etc. The probability of the chargers to produce a fire (flames) is nonexistent, based on the thermal properties of the comprising materials of the chargers. Our internal investigation (simulated failure mode conducted on charger with a heating element) concludes that there can be no ignition or smoke unless external factors are involved. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation 0378080 clin eval plan&rpt,wl acc and risk/benefit conclusion herein are sufficient. This is a final report. Manufacturer's investigations are final.

Event description:
It was reported that patient found charger on fire while charging hearing aids. The patient unplugged the charger and was able to blow out the flame. No outside factors had been changed, the patient did the same thing always done when charging the devices. There was no harm to the patient and no contact to an authorized medical practioner. The original device accessories were used.